Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remote into the machine and proceed to check in populate button and found no error. Further the tss tested the machine using tester application and found no issue to open the drawer and cubie lids for 01 07. No further issues were reported by the customer. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 01 failed to open, and cubie 01 07 failed when user attempted to pull medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.